Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting an abnormal increase in lead impedance. The patient experienced a syncopal episode. An invasive procedure was performed to analyze the system. The lead exhibited an appropriate impedance measurement, but when reinserted into the ipg header the lead impedance increased to an abnormal level. The physician elected to explant the ipg.